Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The lot number is currently unavailable' therefore, the exp date is unavailable. The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate that during a rotator cuff repair surgical procedure, it was observed that the customer's vapr tri polar electrode produced an electric arc. It was reported that the arc did not happen inside the patient; therefore, nothing fell into the patient. It was reported that the device was brand new. It was reported that the surgeon did not change anything to complete the procedure. It was reported that another generator and of course a new electrode was used for the next patient. It was reported that the patient was fine . He had a medical check from the anesthesiologist and the surgeon after the surgery to be sure that he was not injured. It was not reported if there was a delay in the surgical procedure or if a spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.